Manufacturer narrative:
The customer stated that the previous quality control (qc) results were within range. Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and confirmed the leak from the lower sheath restrictor tubing, which sprayed onto the light scatter preamp card and light scatter sensor, causing the preamp card to stop working. The lower sheath tubing and the light scatter preamp card and sensor were replaced by the fse, resolving the leak and the differential issues. Failure mode was attributed to the lower sheath restrictor tubing which leaked onto the light scatter preamp card and sensor, causing both to stop working. However, the instrument performed as expected, generating a '+15 diff power supply' error message, indicating that the diluter encountered a power problem.

Event description:
The customer reported to beckman coulter (bec) a leak of less than 500 ml from the inside right hand side of the coulter lh 780 hematology analyzer. The fluid was spraying from an unidentified loose tubing and was not contained within the instrument. A differential power supply error (+15) was recovered in connection with the leak. The operator was wearing gloves only. There was no biohazard exposure to open wounds or mucous membranes. The customer stated that the leak occurred while they were running patient samples. The customer indicated there were no differential results on three patient samples. Data was provided for two of the three samples referenced by the customer. The two samples recovered flagged differential results, consisting of differential incomplete computation, zeros (0.0) and r flags. Correct results were requested, but not provided for evaluation. No results were reported out of the laboratory. No death or injury was reported in connection with this incident.